Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that the physician performed transeptal puncture and had difficulty crossing the septum with the sheath. The sheath was removed from the patient and transeptal was performed with the sl1 and nrg needle. A new faradrive was successfully used for the remaining of the procedure. No patient complications have been reported. The product is not expected to be returned as it disposed. It was further reported that the transeptal was difficult due to anatomy. The crossing was attempted twice. The puncture was located in the middle. No other issue has been reported.